Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of the xience alpine 2.5 x 18 mm, when the protective sheath was removed, the stent dislodged inside of the protective sheath. The device was not used for the procedure. There was no resistance during sheath removal reported. A new xience alpine stent was used for the procedure. There was no clinically significant delay in the procedure. There was no patient involvement. No additional information was provided.